Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient is reporting that her device is dead and has been for a couple years. Her device was implanted a couple times and didn't work and patient said forget it. Caller does not have any more information to provide. Patient clarified that the implant physician implanted the device in an incorrect location resulting in stimulation in bladder. The doctor had too big of an ego that he did not want to move the device again. Patient went to a different hcp for surgery to relocate the device and that doctor did not do a good job either. Patient had inflammation and the issue remained. Patient stopped using the device. Patient saw her pain management doctor who suggested to leave the devices in the body unless it bothers the patient or interfere with imaging etc. Device does not bother or interfere; patient was able to have the MRI done. No further actions are planned to do anything with the device. Patient said she did not remember any dates or what her weight was at the time of the event.